Manufacturer narrative:
The synergy xd mr ous 3.00 x 16 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with the stent found to be bent and kinked throughout its length and stent struts lifted and pulled in all directions. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16nov2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located at the moderately tortuous and severely calcified left circumflex coronary artery. Following pre-dilation, a 3.00 x 16mm synergy xd drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There was no patient complications reported. However, device analysis revealed stent damage.